Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the patient had atrial fibrillation and amiodarone was started. The patient's oxygen was turned down to 60% as a result of saturation dropping. Nitric oxide was started at dosage 20 parts per million (ppm) but induced seizure activity and was stopped, then restarted at 10ppm resulting in more seizures, at dosage of 5ppm no seizures were reported. Additional information noted patient care was withdrawn, survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).